Manufacturer narrative:
No sample information provided. Per customer: no system issues were noted. Qc has been acceptable, and does not report any calibration issues. Customer switched to a new rf reagent lot in (B)(6) 2011; however, this has not resolved the issue. Service was cancelled since this is a reagent related issue and not instrument hardware related. This is a reagent issue.

Manufacturer narrative:
From: sample: results (iu/ml): 503, <20.0, 23.8, 24.5, 24.0. C0391, <20.0, 28.7, 22.3, 23.8, 25.1. C2452, 29.6, <20.0, 25.1, 25.2, 30.8. C2566, 22.7, 23.8, 29.4, 23.1, 23.6. Add expiration date (05/31/2011).

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous positive rheumatoid factors (rf) results generated by unicel dxc 800 pro chemistry analyzer using rf reagent lot m009630 for unknown number of patients since (B)(6) 2010. The erroneous results were reported out of the laboratory. Customer provided data shows the number of patients in the following ranges: <20.0, 20-30, and >30 (iu/ml) for the months from (B)(6) 2010 to (B)(6) 2011. These data indicated that the number of patients in the 20-30 range increased from an average of 26.5 per month in (B)(6) - (B)(6) 2010, to an average of 104.2 per month in (B)(6) 2010 - (B)(6) 2011. Per customer, no reports of affects to patient treatment, only that patients have been referred to rheumatologists unnecessarily.